Event description:
The technician alleged the brakes were not fully engaging and holding. No pt impact.

Manufacturer narrative:
The technician found the brake is bent. The technician removed and reshaped the brake to resolve the issue.